Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02493.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2013-02493 and 1225714-2013-02494. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted the pt experienced an event that was sudden in nature, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.